Manufacturer narrative:
The investigation found the analyzer lost power while the ft4 test in question was running.

Manufacturer narrative:
The investigation found the site had multiple power failure issues. Product labeling states if a power failure or software freeze occurs during sample measurement and the pc is restarted while the analyzer is still measuring, wrong data can be displayed. (B)(6).

Event description:
The initial reporter experienced an issue with the software of the cobas 6000 e 601 module that may impact the interpretation of patient results. For a sample actually tested on (B)(6) 2019 at 10:57, the software displayed the sample as tested on (B)(6) 2018 at 20:10. The elecsys ft4 ii assay application was installed on the system in (B)(6) 2019. The elecsys ft4 iii assay result of the first testing was displayed as 109 pmol/l with an "e" indicating it was diluted. The repeat result was 14.77 pmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 39152100. The expiration date was 29-feb-2020.